Event description:
Olympus was informed that during a spleen cyst removal when the seal and cut button was activated an alarm went off, and metal in jaw appeared on the screen. The user reported that there was absolutely no staple or metal in the pt. The hand instrument was withdrawn from the pt and a second hand instrument with the same model but with a different lot number was used. However, the user experienced the same alarm and an unspecified error message. The procedure was reportedly completed using a different set of equipment. There was no pt injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument referenced in this report for eval. The eval found a crack on the probe 11mm from the distal end. The teflon pad was melted at the proximal end of the grasping section. The teflon pad was worn out at the distal end; this could result when the device was continuously activated while grasping a tissue and twisting or sliding the probe. A scrape mark was noted on the distal end of the probe which indicates that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated.